Event description:
It was reported that the empty reservoir alarm/critical alarm was noted in 2007 by the patient's mother. The patient's mother noticed changes in the patient's status saturday night and thought the patient was experiencing seizure activity. The patient's mother started giving him oral baclofen 20 mg orally every 4 hours. The patient was also receiving antibiotics for a skin infection. Event logs confirm the low reservoir alarm occurred on ten days earlier, and the critical alarm occurred on eight days later; the reservoir was empty at the time of the interrogation. Non-critical and critical alarm tests were performed, and both the patient's mother and hcp reported hearing the audible tones for both alarms. The critical alarm interval was programmed to 10 minutes. The patient's pump was refilled with the same drug concentration, and patient was given a 25 mcg therapeutic bolus in addition to the same simple continuous dose the patient had been receiving. The pump contained baclofen 1000 mcg/ml @ 245.2 mcg/day. Per the manufacturer's representative, the patient is doing very well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-may-2017 via medical records which indicated that the patient had increased spasticity due to his baclofen pump running out of medication (see manufacturer¿s report # 3004209178-2016-17342). It was noted that this had occurred once before in 2007 and the patient was able to return to baseline symptoms with oral baclofen. No further patient complications have been reported as a result of this event.